Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the hospital. The implantable cardioverter defibrillator exhibited undersensing of a ventricular fibrillation which resulted in inhibition of high voltage therapy. The patient deceased due to the inhibition of shock therapy.